Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was discarded therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause for the complainant's event was patient non-compliance with the post-op protocol. From the event it was stated that the patient was cooking and felt a sharp pain when he reached for a pot. This was about 6 weeks after the initial surgery. Per product directions for use (dfu-0192), post-operatively, until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. This is the (B)(4) complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device reported to have been discarded.

Event description:
It was reported that the original procedure was on (B)(6) 2017. Patient was cooking on (B)(6) 2017 and felt a sharp pain when he reached for a pot. Thought the plate had broken. It was confirmed the following week. Plate was removed on (B)(6) 2017. Case: left clavicle patient: (B)(6) male. Approximately (B)(6). Additional information obtained 3/28/17: the following screws were also explanted when the surgeon explanted the clavicle fracture plate: ar-8835l-20 (qty 1), ar-8835l-18 (qty 3), ar-8840-10 (qty 2), ar-8835-08 (qty 1), ar-8835l-16 (qty 2), ar-8835-18 (qty 1), ar-8835-22 (qty 1). To complete the procedure the surgeon used another manufacturer's product. The plate breakage was mid-plate.